Manufacturer narrative:
The device was received. The investigation is not complete. This report represents all the information known by the reporter upon query by abbott personnel. Patient ID #(B)(6).

Event description:
Reported due to device breakage. The physician attempted an arteriotomy closure with the closer s device after an interventional procedure. The procedure was performed via the profunda artery. Fluoroscopy was done before the procedure and the vessel condition was reported to be "normal." The physician inserted the device and "some little" difficulty was reportedly experienced. Mark was achieved and device deployment was successful. The physician experienced difficulty upon device removal. Reportedly, "the connection between the sheath and the guide broke when the device was retrieved." The device was removed completely; no pieces remain in the patient. Hemostasis was achieved with manual compression. The patient was discharged three days after the procedure and reportedly is doing "well." The extended length of stay was not related to the perclose procedure. Although requested, additional information was not provided.